Manufacturer narrative:
The customer discarded the product.

Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl, 70 mg/dl, 50 mg/dl and 160 mg/dl.